Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "dislocation of rotating hinge knee prostheses" written by william g. Ward, md, david haight, md, paul ritchie, md, stan gordon, bs, and jeffrey j. Eckardt, md published by the journal of bone and joint surgery, incorporated 2005 was reviewed. The article's purpose was to report on 4 case reports of dislocation of rotating hinge knee prostheses. Only case number 3 was implanted with depuy products. A 68 year old man received srom noiles modular rotating hinge revision total knee prosthesis which was his 6th revision. No product information on previous implants. He experienced symptomatic instability of knee in flexion when climbing in and out of bed. Three months post implantation the poly post fractured at the inferior tip of the central reinforcing post causing a dislocation that required revision. A new custom tibial tray containing a full length central metallic reinforcing post was placed but he then experienced a deep periprosthetic infection ultimately resulting in an above the knee amputation. No further information provided. Depuy products utilized: depuy srom noiles modular rotating hinge revision knee implant system; new tibial tray and new insert adverse event for original depuy implants: poly insert implant fracture, dislocation, surgical intervention adverse event for original left intact post revision and new tray and new insert: deep periprosthetic infection leading to above the knee leg amputation.